Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine a root cause of the customers indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube over filled. Sample was recollected, no other patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: a tube drew excessive volume of blood. When re-collecting a blood sample using another tube of the same product #, no issue occurred. The actual sample is not available due to an infection risk.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube over filled. Sample was recollected, no other patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: a tube drew excessive volume of blood. When re-collecting a blood sample using another tube of the same product #, no issue occurred. The actual sample is not available due to an infection risk.